Event description:
Event description guidant received information that one of the coil conductors on this sweet tip rx lead is fractured proximal to the yoke. Patient is too ill to go through a lead revision. Using existing lead. Lead will be electrically modified.